Event description:
It was reported that the wake button became detached from the pump. Additionally, the pump's usb port was reported damaged, resulting in the customer being unable to charge the pump, leading to the pump shutting off. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged hw: usb port - not charging issue was verified, but the screen on/ quick bolus button-loose/detached issue could not be verified. The information will be used for tracking and trending purposes.